Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-04003. The pt rec'd three trial leads, and two have the same lot number . It was reported the pt rec'd trial leads for low back stimulation coverage. The pt could only feel stimulation in the knee and the calf. F/u identified the pt did not receive effective stimulation during the trial, and the physician was considering a second trial for the pt.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.